Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up after initial implant. Telemetry was temporarily lost, but re-established. Upon interrogation, loss of atrial capture and noise were noted on the atrial lead, which was suspected to be due to dislodgement. Standard polarization and depolarization testing revealed likely atrial lead dislodgement. The lead was successfully repositioned on (B)(6) 2019. The patient was in stable condition.